Manufacturer narrative:
H10 (provide narrative/data) was corrected. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the cool line catheter with lot number 174701. Ccr 67628 reported on august 31,2022. A pinhole leak was observed.

Manufacturer narrative:
The reported complaint of a leak on the cool line catheter (lot #174701) was confirmed during functional testing. A pinhole leak was observed at the proximal end of distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the balloons and medial luered tubing. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance, except the medial luered tubing, due to a clog from dried blood. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of distal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the cool line catheter with lot number 174701.

Event description:
On (B)(6) 2022, ivtm therapy using cool line catheter (lot #174701) for a subarachnoid hemorrhage (sah) patient began. The catheter was inserted into the right subclavian vein. On (B)(6) 2022, the customer found that saline in the 500 ml saline bag was decreasing before an "air trap" error message was displayed on the thermogard xp ivtm system. The customer determined that it was catheter leak because there was no saline leak around the console. Leak occurred during cooling and about 100~150ml of saline may have been infused into the patient. The customer removed the suspected catheter and continued treatment with a new catheter. The same console and suk were used. The dwell time was approximately 60 hours. The leak was somewhere between the two balloons but the customer is not of the exact location. No patient injury reported.